Manufacturer narrative:
Lot numbers and product samples requested from consumer but not rec'd to date. Therefore, unable to proceed with product investigation. Reason that the device has not been evaluated by the MFR.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Bad headache [headache]. Conjunctivitis [conjunctivitis]. Neck ache [neck pain]. Fever 105.1 [pyrexia]. Vomited [vomiting]. Difficulty standing [dysstasia]. Septic shock [septic shock]. Hypotensive [hypotension]. Lymph nodes around liver ten times the size [lymphadenopathy]. Rash on thorax [rash]. Eyes were red [ocular hyperaemia]. Hands were hurting like a burn [pain in extremity]. Peeling of hands and feet [skin exfoliation]. Hands were red [erythema]. Impending liver failure [liver disorder]. Case description: a consumer reported that they had a tampax pearl tampon that was possibly contaminated and might be related to a case of toxic shock syndrome. It was mentioned that an infectious disease doctor at a medical center had info regarding the exposure. No further info was provided. On 22-sep-2009, consumer relations follow up phone call to consumer: the consumer reported that her daughter used tampax pearl tampon, absorbency/scent unk in three days in 2009 and tampax pearl tampon lites on the following day, prior to becoming ill with toxic shock syndrome. She developed a bad headache and conjunctivitis on the same day. She slept for five hours on the following day, and vomited when she awoke, followed by a bad headache, neck ache, a fever of 105.1, and difficulty standing. She was taken to the emergency room at 7 or 8 pm where she was hypotensive and in septic shock with impending liver failure the same day. She was airlifted to the hosp where she was admitted into the intensive care unit and seen by the infectious disease doctor. The lymph nodes around her liver were ten times the size they should have been. Treatment: clindamycin, vancomycin, cimetidine, dopamine, penicillin, zosyn, and vitamin k. She was released from the hospital four days later and had a follow-up visit with another infectious disease doctor two weeks later. She is recovering now and her strength is coming back. The case outcome was not recovered/not resolved. Past med history included: drug allergy - lorabid. Other products used previously without incident: yes - tampax pearl and tampax pearl lites. No further info was provided. On 23-sep-2009, safety follow-up phone call to consumer: the consumer reported that her daughter used the tampax pearl unscented lite tampons. She developed add'l symptoms of rash on thorax, eyes were red, and her hands were hurting like a burn and starting to get red during her shower the morning of the event. These symptoms are improved at this time. Her daughter currently has peeling of her hands and feet. No further info was provided.